Event description:
It was reported that an error message occurred during a returned order service. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 is unknown. No information has been provided to date.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump had a missing battery door. Review of the event history log showed occurrences of "maintenance recommended" and "battery communication timeout" messages. Both messages were found during power up of the device during functional testing. The investigation found that the customer had removed the battery which was the cause of the "battery communication timeout" message. The battery was replaced. Annual preventive maintenance was performed to address the "maintenance recommended" message. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.